Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive used with 116055ac - seat plate extension, ipc, EU and 113358bc - single section leg plate with code plug. As it was stated, after the lower segment caesarean section operation, a seat plate extension became jammed, and could not be detached from the meera extension plate. The patient lost a lot of blood and had to be transferred to another operating table for further examination. This issue caused an approximate delay of 7-minutes in the continuation of the medical procedure. We decided to report the issue due to the serious injury of the patient due to a procedural delay in critical step of the treatment. Following service visit on site, it was confirmed that the leg plate joints were misaligned, and they were recalibrated afterwards. After further staff training, there haven't been any issues with the device. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. As the issue occurred, it was considered that the getinge device failed to meet its specifications. A review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator. The seat plate extension became jammed and could not be detached from the meera extension plate, most likely due to misaligned connection points. The instructions for use (IFU) provide guidance on how to identify and correct misalignment to restore proper functionality. Adjustments of the reverse (leg plate) mounting point may, over time, result in a slight offset. At regular intervals, the leg plates or the one-section accessory should be align using the [0-position] button and the [magenta up] button in order to correct any offset (IFU 7200.01 en 17, page 43). The instructions for use for meera mobile operating table (IFU 7200.01 en 17, page 116) states that visual and functional inspections of the table should have been performed by a trained person prior to each use. In summary, as a result of the performed root cause evaluation, it can be concluded that the root cause of the reported issue, namely the inability to remove a seat plate extension from the operating table, leading to a seat plate extension becoming jammed, is related to user error. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction h3a device evaluated by mfg? H3b device not eval provide code fields deem required. This is based on the internal evaluation and the additional information that has been received. Previous h3a device evaluated by mfg? No (attach page to explain why not or provide code) corrected h3a device evaluated by mfg? Yes previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: n/a.

Event description:
(B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). E1 event site telephone: (B)(6). E3 occupation: (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive used with 116055ac - seat plate extension, ipc, EU and 113358bc - single section leg plate with code plug. As it was stated, after the lower segment caesarean section operation, a seat plate extension became jammed, and could not be detached from the meera extension plate. The patient lost a lot of blood and had to be transferred to another operating table for further examination. This issue caused an approximate delay of 7-minutes in the continuation of the medical procedure. We decided to report the issue due to the serious injury of the patient due to a procedural delay in a critical step of the treatment.